Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to corroded keypad traces. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer blood glucose level was 14.7 mmol/l. Customer stated that the screen was hard to read and act button needs to be press multiple times to work. The device will be returned for analysis.